Event description:
Health professional reported an event of symmetrical "gastric prolapse/band slippage." Action taken was a lap-band ap system adjustment and surgical revision with replacement of device.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis pr testing has been done. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual exam may determine the connector type associated with this report. Band slippage and pouch dilation are surgical /physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage and pouch dilation as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band." "Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation."